Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Doctor called me sunday saying the foot arch on his patients lrf frame broke and he needed to swap it out on monday ((B)(6) 2016).

Manufacturer narrative:
The reported event that foot arch hoffmann lrf 210mm was alleged of 'instrument breakage identified out of surgery' could be confirmed. The root cause of this breakage has been identified as a design/manufacturing issue. This problem has already been addressed through a CAPA and a new dressing and gluing process have been implemented: the new drawing is already released. As this breakage is due to a design/manufacturing issue, a credit note will be done. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Doctor called me sunday saying the foot arch on his patients lrf frame broke and he needed to swap it out on monday ((B)(6) 2016).